Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Cuts/tears were also observed, however it is not possible to determine if this occurred during the implant or the explant of the device. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the valve was no longer programmable, despite several trials by different doctors. As a result they decided to ex-plant the valve and replace it with a new one.